Event description:
The customer reported the system had filament regulator failure and x-ray overtime errors and was shutting down and needed to be rebooted. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.